Event description:
It was reported that a speaker malfunction occurred, it was unknown if the device was still producing sound at the time of the event. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer who confirmed the speaker malf inop was reproducible but was unable to confirm if the device was still producing sound. The customer was provided a quote for a replacement speaker assembly. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was faulty speaker. A speaker assembly was shipped to the customer. The customer was taking responsibility for the repairs. Reporting institution phone # (B)(6). Reporter phone # (B)(6).